Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a problem with the insulin pump. The insulin pump was giving insulin because the customer was having high blood glucose. The customer didn't get alerts or alarms. The customer's blood glucose level was 561 mg/dl. The customer treated their high blood glucose with bolus and injections. The customer also reported that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer couldn't get blood glucose levels that were above 30 mg/dl. They realized once admitted that it was urinary tract infection. The insulin pump passed troubleshooting. After the customer changed the set their blood glucose began to come down. The customer was advised to monitor the insulin pump and their blood glucose. The device will not be returned for analysis.